Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis and the lot number of the guidewire was not provided for production record review. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4). The reported no reflow will be reported in MDR 3004742232-2022-00071.

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for treatment of lesions in the right coronary artery (rca). The patient had history of prior CABG (om graft, patent lima to left anterior descending artery [lad]). The patient was not a surgical candidate. A temporary pacer was inserted via the 7fr sheath. Atherectomy was performed on the proximal rca, and a stent was successfully placed. Thereafter, angiography was used to visualize calcified lesions in the mid left main (lm) artery, 95-99% stenosed ostial circumflex (cx) artery, and 90% stenosed mid cx. The viperwire was advanced beyond the lesions. A 6fr guideliner was inserted over the wire, and the oad was reinserted. Cardene was administered prior to treatment. No flow occurred following oa treatment (see MDR 3004742232-2022-00071). Following resolution of no flow, final angiography showed a pinhole wire perforation to the mid lm. Anticoagulation was stopped, and after multiple failed attempts at tamponade, a covered stent was placed in the lm. Angiography then showed the perforation was closed. Echocardiogram showed fluid in the pericardium. The patient was stable upon leaving the cath lab. The patient was later discharged home.